Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image flickered due to the video function not working properly because of a water leakage failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus hd autoclavable camera head the image was flashing intermittently. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was not flickering. However, it was discovered that the charged coupled device unit had been previously soldered by an unknown 3rd party. Additionally, there was a leak discovered near the switch box. If additional information becomes available following the device evaluation, a supplemental report will be filed.